Manufacturer narrative:
The surgeon completed the procedure using alternative navigation and intra-operative o-arm imaging. No patient injury was reported. Quality compliance will continue to monitor for similar complaints as part of routine post-market surveillance.

Event description:
On 09 may 2025, seaspine/orthofix was made aware of the following event during navigation using 7d surgical flash imaging. The first screw skived medially across sacral bridge when the sacral block registration was clamped onto s1. All other screws in block were accurate. The surgeon opted to suspend 7d navigation and switch to stealth/ o-arm to correct resulting in a delay of greater than 30 minutes.